Event description:
This atrial lead dislodged. A lead revision will be scheduled. All available information suggests that this lead remains actively implanted. No additional information is available. Should additional information become available, this event will be updated.